Event description:
Patient underwent laparoscopic cholecystectomy on (B)(6) 2006, where surgeon used clips to close of common bile duct. Pt stable and discharged post procedure, but returned 2 days on (B)(6) 2006 with abdominal pain, nausea. Underwent exploratory lap which revealed leaking common bile duct with obvious disrupted clip under duct rather than on end of duct, approx 2 l bile in abdomen. Abdomen irrigated, cystic stump duct ligated and clipped, pt stabilized.